Event description:
Information received from the field does not address the patient's clinical status but notes that the ventricular lead thresh olds were unacceptable. The insulation was broken and the outer coil was damaged.